Event description:
It was reported that the health care professional (hcp) inquired about the shock lead impedance (sli) range as impedances measured 100-110 ohms. Technical services (ts) reviewed the electrogram (egm) and found impedances were high out-of-range (oor) measuring 142 ohms. Additionally, there was no observations of noise. Ts recommended to perform a commanded shock. At this time, the rv lead remains in service. No adverse patient effects were reported.